Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product, and there were no non-conformities which could have contributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal was not properly loaded by a new staff member. A replacement unit was used to complete the procedure. There were no patient effects. The lot number is unknown. The product was discarded.